Event description:
The physician placed the guidewire, glidewire .035, along with the neuron experiencing some tortuosity in placing the catheter through the subclavian into the vertebral. Because of this, the guidewire was exchanged out for a transend extra stiff and prowler select+ to facilitate neuron placement. The patient was being treated for stenosis and as such, the transend was removed and a maverick 1.5mm balloon was then inserted into neuron to be positioned at the stenosis. The procedure was about half-way complete when a run was done and it was noticed that there was contrast spilling out into the vertebral artery proximal to the catheter tip. Upon further inspection of the image, it was determined that there was a break in the catheter and that the catheter needed to be removed. The physician carefully removed the catheter. The procedure was then successfully completed using a guide catheter from another company. The patient is doing fine and patient outcome was not effected as a result of this incident.

Manufacturer narrative:
Technical evaluation: there was a break in the outer layers of the catheter 16.4cm from the distal tip. Part of the green ptfe liner and the wrapping wire were still connected. The incident was confirmed as reported. The DHR of this manufacturing lot has been reviewed. A review of the device history record (DHR) was completed on part # 1147-04/a (lot # l15564). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. The lot has passed all dimensional requirements per specification. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. The parts released in this lot met process requirement.